Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number." Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material or lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd sst tube gave erroneous results. The following information was provided by the initial reporter: it was reported that there were erroneous results. Customer responded yes to the following questions, unexpected and/or unexplained clinical or qc results: yes. Inconsistent results between different assays or instruments with samples: no. Results that are not consistent with the patient¿s clinical condition: yes. Inconsistent results between samples collected with different types of bd blood collection tubes: yes. I called the customer on 3/31/2021 to gather further information: customer stated that she didn't know how to correctly fill out the survey response, she said that two times they got crazy off the wall results and the patient was redrawn and the results were normal. This happened sometime in january and again a couple weeks ago, this was with the stt gold top tube. No further information was know about the two incidents, no samples available."